Manufacturer narrative:
Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Material no. 328521, batch no. 9133810. It was reported that during use of the relion® insulin syringe when removing the needle shield, the hub separated into the needle shield. The following information was provided by the initial reporter: pet owner reported when she removed the needle shield, needle detached with the hub and remained in the needle shield.

Manufacturer narrative:
Investigation: customer returned one (1) 31gx6mm, 0.3ml relion insulin syringe in an opened polybag from lot 9133810. Customer reported when she removed the needle shield, needle detached with the hub and remained in the needle shield. The returned syringe was examined, and no evidence of needle-hub/shield assembly separation was observed. Since no manufacturing defects were observed, the alleged issue could not be confirmed. A review of the device history record was completed for batch #9133810. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There was one (1) notification [(B)(4)] noted for cracked hubs.

Event description:
Material no. 328521 batch no. 9133810. It was reported that during use of the relion® insulin syringe when removing the needle shield, the hub separated into the needle shield. The following information was provided by the initial reporter: pet owner reported when she removed the needle shield, needle detached with the hub and remained in the needle shield.